Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted devices were kept by the medical facility. No further information could be obtained despite good faith efforts.